Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had experienced high blood glucose. The customer¿s blood glucose level was 480 mg/dl. It was reported that the customer declined troubleshooting for the high blood glucose. It was unknown whether the customer was using automode at the time of reported event. The insulin pump will not be returned for analysis.